Event description:
It was reported that the right ventricular lead has had a gradual increase in impedance, is now high and has triggered an alert. The patient is having anxiety about the alarm. The patient was seen at the clinic and the physician will continue to monitor her monthly. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.